Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible transvenous damage because of too much slack in the right atrial (ra) lead crossing the valve. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.